Manufacturer narrative:
The tandem t:slim pump user guide indicates novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose (bg) level was 200 mg/dl and the customer indicated that a bolus would be delivered to address the bg level. Reportedly, the had used novolog in the cartridge for 4 days. The customer acknowledged tandem technical support's advise to change the supplies on the pump as they have been used over the recommended 3 days.